Event description:
Patient became very aggressive and violent while using a novopen 3 (insulin delivery device) in 2003. The patient was confused and blood glucose was measured high on a glucomonitor reading. Pt was treated with 56 units of insulin and the blood glucose was 20.9 mmol/l at 10:15 hours. At 16:25 the blood glucose was re-measured to 21.1 mmol/l and the patient was uncooperative and refused to take their insulin and to drink or eat. A doctor was contacted, but the patient refused treatment. The next day the blood glucose was 26.4 mmol/l at 08:00 and the patient was given a normal dose of insulin, but still remained aggressive and uncooperative, possibly psychotic. At 16:20 the blood glucose was measured high again but the exact value was uncertain. At 06:00 p.m. Pt was treated with actrapid. At 21:00 the blood glucose was 24.7 mmol/l and the patient developed tonic seizure and a further 6 iu of actrapid was prescribed. The doctor arrived and prescribed intramuscular medication to control the behaviour. The next day the blood glucose was 17.5 mmol/l and the patient was still aggressive, uncooperative, paranoid and hallucinating. At 07:00 the condition was improved and at 08:00 the blood glucose was 16.2 mmol/l. At this time it was suspected that the novopen was defective, and that the full insulin had not been given. It seemed that the barrel was disloged and a part appeared to be broken. The pen was removed and a new pen prescribed. The patient has recovered from the event.